Event description:
A report was received that the patient was experiencing inadequate stimulation. However, the stimulation was also affecting the colon's spasticity. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. However, the stimulation was also affecting the patient's pre-existing condition of colon spasticity. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion¿1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, lot #: 16781141, description: next generation anchor kit-sterile.